Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation, continue to follow the weekly maintenance procedure after installation.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false negative cmv igg, cmv igm and rubella igg results (zero values) were generated for 16 patient samples tested on the alinity I processing module due to a trigger dispense issue (cracked sensor which likely introduced air into the system). No adverse impact to patient management was reported. The following data was provided (sid: assay initial result, repeat result). (B)(6): cmv igg 0.0, 183.7 au/ml, (B)(6): cmv igg 0.0, >250.0 au/ml, (B)(6): cmv igg 0.0, 33.3 au/ml, (B)(6): cmv igg 0.0, 158.4 au/ml, (B)(6): cmv igg 0.0, 116.3 au/ml, (B)(6): cmv igg 0.0, >250.0 au/ml, (B)(6): cmv igg 0.0, 101.6 au/ml, (B)(6): cmv igg 0.0, 93.3 au/ml, (B)(6): cmv igm 0.0, 9.88 index, (B)(6): rubella g 0.0, 18.9 iu/ml, (B)(6): cmv igg 0.0, 41.7 au/ml, (B)(6): rubella g 0.0, 49.8 iu/ml, (B)(6): cmv igm 0.0, 1.08 index, (B)(6): cmv igm 0.0, 1.25 index, (B)(6): rubella g 0.0, 26.4 iu/ml, (B)(6): cmv igg 0.0, 238.9 au/ml.

Event description:
The customer stated that false negative cmv igg, cmv igm and rubella igg results were generated for 16 patient samples tested on the alinity I processing module due to a trigger dispense issue. After inspection of the instrument, it was noted that the level sensor for the trigger solution was cracked. The customer replaced the sensor, flushed the system, processed the controls, and the patient samples again, which all within range. No adverse impact to patient management was reported. Following patient information provided by the customer. (B)(6).

Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c after further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial (B)(4). In this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.